Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02mar2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s software was just updated and the screen is flickering. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The removed touchscreen assembly was returned to the failure investigation lab (fi). A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The fi technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue. The touchscreen assembly was tested, and no failures were identified.

Manufacturer narrative:
The problem was detected during testing, before patient therapy. There was not patient involvement or therapy delay. The manufacturer's field service engineer (fse) was dispatched to the site and did not confirm the reported problem. The issue was the screen. Originally thought to be the nav-ring. The fse replaced the touch screen and bezel to resolve reported problem. The device passed required performance verification tests per philips standards and was put back into service.